Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged shortness of breath, headaches, nausea, light headed, dizziness, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete